Manufacturer narrative:
This system was used for treatment. Kit lot d722 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed and no trends were detected for complaint category fluid logic module (flm). This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer reported that the fluid logic module (flm) leaked during the manual return of blood after the procedure. Customer stated that the treatment went well without alarms or issue. After the treatment was completed, they decided to return the rest of blood from the kit manually to the patient. Customer stated that as they turned the flm upside down, they detected a leak of blood on the right side of the flm and they decided to stop returning the blood. Patient reported as stable. The customer has submitted a photo for investigation.